Event description:
A male with hypertension and postoperative prostate enlargement, underwent initial aaa repair in 2007. The physician placed one main body and two iliac leg grafts. The pt's anatomical form was considered suitable for endovascular repair. During placement of the stent graft, the stenosis of the left iliac leg graft occurred. An 8mm pta balloon was performed and there was a little stenosis. F/u treatment was performed. Eleven days later, the pt suddenly started to feel pain in the lower leg and have difficulty with ambulation. Then he was taken to the emergency office. The stenosis of the iliac leg was confirmed by CT scan. He had an emergency thrombectomy by fogarty balloon and additional placement of a bare-metal stent in the narrowing site of the iliac leg graft. The pt had a good outcome and was discharged. He has also been free from relapse. The physician commented that there was calcification and stenosis around the terminal aorta and had expected that pta would be performed for the leg stenosis.

Manufacturer narrative:
Event evaluation: still under investigation.